Event description:
The customer stated the she was having problems with the microlet lancing device she received with her new contour kit. She was having a hard time pulling off the adjustable endcap, and the lancet punstured her thumb. Her thumb would not stop bleeding, so she was going to get a stitch per her physician's advice. The customer service was not going to send a replacement.